Manufacturer narrative:
Qn# (B)(4). The customer returned a portion of a catheterization device, including the cannula and catheter, for analysis. The guide wire with its handle was not returned. Initial visual inspection of the returned device revealed no obvious defects or anomalies. Functional inspection of the guide wire was performed per the product IFU which states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle. When reference mark on clear feed tube coincides with edge of internal cylinder of actuating lever tip of spring-wire guide is located at needle tip." A lab inventory guide wire of the appropriate size was completely threaded through the returned cannula with no resistance. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit warns the user, "precaution: if resistance is encountered while advancing spring-wire guide do not force feed. Warning: do not retract spring-wire guide against edge of needle while in vessel to minimize the risk of spring wire guide damage." The customer report of a kinked guide wire could not be confirmed through complaint investigation of the returned sample. The guide wire was not returned. The returned cannula met all relevant functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, and without the complete sample returned for analysis, the probable root cause of this complaint cannot be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the tip of the spring wire guide was found kinked upon opening the kit. Therefore, a new kit was used instead. No patient involvement was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the tip of the spring wire guide was found kinked upon opening the kit. Therefore, a new kit was used instead. No patient involvement was reported.